Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device had a drilled neuro tip. It was determined that the cause of the device malfunction was consistent with failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. It was further observed that the color band was coming off of the nose cone, which was consistent with normal wear over time. The assignable root causes were determined to be due to component damage (drilled neuro tip), which is user error and worn out color band from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device availability date was incorrectly documented. The date returned to manufacturer was corrected from sep 13, 2016 to nov 16, 2016. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The reporter¿s complete address was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the craniotome device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the device had damaged components to the bearings and the bracket. It was further determined that the ball bearing had fallen apart, and the balls and cage were missing. It was further determined that the device failed for tests for visual assessment and cone verification and for test for cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.